Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 127 mg/dl at the time of the incident. Customer stated that the drive support cap appears normal. Customer did not report a motor position encoder error alarm. Customer passed the rewind sequence. Customer was unable to rewind due to a black dot. Customer changed out the battery and the black circle was still there but it asked to rewind on its own. The black dot disappeared but a white dot was still there. Customer attempted to cancel the temp basal and the white circle is now gone. It was found that the customer had a motor position encoder error alarm in the alarm history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined failed battery test alarm troubleshooting.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and confirmed e70 error alarm in the history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind basic occlusion, prime/a33 and displacement tests. The insulin pump powered up properly after battery installation. The operating currents are within specifications. No failed battery test noted. The insulin pump has minor scratches on the lcd and cracked case at the display window corners.